Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine (70.0 mg/ml, 17.245 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient fell a few times over the past 6 months. The catheter/pump were not providing pain relief to the patient since she fell. Troubleshooting was unknown. The spinal portion of the 8711 catheter was replaced with a 8598a spinal segment on (B)(6) 2018. Good cerebrospinal fluid flow was observed at the end of the case. The issue was resolved. The patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer's representative (rep). It was reported that the catheter was not working properly and before the revision they tried to aspirate the catheter and were unable to get cerebrospinal fluid flow. It was reported that the patient had a few falls over the past year which cause the catheter to move. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.